Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include hypotony and hyphema as a known complication. The device history record for the reported lot was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. The reported device is implanted and could not be received for evaluation. No device malfunction could be confirmed.

Event description:
Doctor reported multiple cases of hypotony following ahmed valve implantation. Unit associated with hypotony and hemorrhagic choroidal.